Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer reported that one of the needle hubs could not be removed after insertion and caused a bruise trying to remove the needle hub. The customer reported that they received weak signal alarm and lost sensor alarms. The customer's blood glucose was 204 mg/dl and sensor glucose was 59 mg/dl at the time of call. The customer stated that there was bent cannula on the previous sensor. The representative explained to the customer how the glucose travels in the body. The sensor will be returned for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined sections was filled out incorrectly in the initial complaint.

Event description:
Additional information has been provided was not included on the initial complaint: the customer has called back the same day stating last night her sensor was going into threshold suspend. The customer stated the sensor glucose 49 mg/dl and her blood glucose was 106 mg/dl. The customer turned it off for the night because she was frustrated. At 4am she turned it on and right now it looks steady but the isig is 19.85 and it's never been this way and it's her fourth one in 3 days so it can't be the insertion site. The customer also stated she's had to turn it on and off three times for the last 3 nights because of the frustration.